Event description:
Pump was reported to let "some air" pass through without air detector picking it up. No clinical information was available or specific information regarding the amount of air reported to have pass was available. No patient injury was reported.